Event description:
Patient developed blistered area on the chest near the rib line after being prone over the frame during surgery.follow up reveals:the gel pad was part of the frame and it slide off, causing the patient's ribs to rest againt the frame. The pad has been sent to be refurbished.